Event description:
A manufacturer's field representative was demonstrating the ultegra rpfa-trap to a doctor using a blood sample obtained from a pt who had not rec'd any "gp llb/llla" inhibitor drug. A test result of 43 "pau" was obtained, which is lower than the baseline (pre-drug) reference range cited in the device package insert (125-330 "pau"). A second blood sample was drawn from the pt, and a test result of 259 "pau" was obtained.